Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that 10198847 - connecta plus3 blue - 394602 - connection issues - nogales had connection issues. Difficult to connect and disconnect. When did the incident occur? During use. 3 way valve is very difficult to connect and disconnect.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 12 physical samples submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection and testing of the samples. Visual examination of the samples and photo did not find any abnormalities with the products. Functional testing of all 12 samples was performed and none of the samples experienced connection issues. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.